Event description:
When cleaning the instruments sent to sterile processing, staff noted a missing piece on the long handle needle holder. The surgeon and scrub tech confirm that the needle holder was not used on the patient for which the tray was opened. It is unknown what happened to the metal piece.